Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syr pca gripper recall 2017-dom damaged/cracked in barrel clamp assy, handle, case rear and case front misaligned carriage assy tube drive bent in carriage assy corroded iui - 12/15/2017 10:24:07 khatauri armstead (karmstea) unit also impacted by the r069 syringe recall contact: jamie clark, biomed 813-357-1773 email jamie.clark@baycare.org 01/04/2018 08:27:35 allen worth (aworth) recall work pending response to (mjr) repair estimate submitted 1/4, for the following: fr: cr: bot/ctr/edg. Kp: incid. Rr: cr: bot/rt/mid/scr, base/lt/rr/scr, lt&rt/fr/edg/mult. Hnd: cr: lt: @case/cnr, @bot/scr. Rt: plastic type mismatch. Mech: barrel clamp: cr. Module latch: worn actuator. Iui's: lt: oxi, rt: damg #11,12. Tube drive: bent/left. Claws: dncp. Erlog: 351.6660. Pfa: ok. Ppa: ok. Prelims: ok. Tamper seal: void: "void" is visible. ***unit requires syr 8110 split nut recall two 2016.*** ***unit requires syr/pca gripper recall dom-2017.*** note: this recall cannot be done until service has completed qp training. *** ***customer does have prp coverage for this model. *** 01/29/2018 14:15:58 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per allen worth, service tech. Repair approved by lourdes gonzalez at lourdes.go nzalez@baycare.org for $354. New po# is 751026543-0-ces. Npi 03/13/2018 08:45:45 arjie ancheta (aranchet) 1z9791540271113335 03/29/2019 06:48:08 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.